Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that she was priming the pump and the pump screen was frozen. Customer stated that the time is advancing and the screen says to check for drops. Customer stated that she changed the battery and it is still not working. Customer stated that the pump was dropped and the tubing came out. Customer was putting in a new set and the keypad was not responding. Customer reported that the pump dropped out of her waistband and it did not hit the ground but it yanked the tubing out. Customer stated that she is in a warmer climate and the pump was exposed to heat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.